Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient was at school this morning when his pump delivered 50 units causing him to have a blood glucose (bg) of 60 mg/dl. Patient had changed his supplies today but when he pulled his cartridge out of his pump during school 50 units were missing. Patient saw no insulin in his cartridge compartment and pump was not wet. The patient felt groggy with the low bg and treated by eating carbohydrates. His bg at time of call was 130 mg/dl. Customer support (cs) review of bolus history showed 15.10 on (B)(6) 2013 and 18.7 on (B)(6) 2013. Reporter states he knows that patient boluses more than that because they watched patient bolus for breakfast this morning. No associated alarms. Cs advised reporter to keep patient to stay on alternate insulin delivery plan until a replacement pump arrives. This complaint is being reported because the bolus history issue was not resolved and because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: no defect was found. The last bolus and the last basal delivery were recorded in pump history on (B)(6) 2013. The tdd¿s add up correctly and reflect the users programmed basal rate. There are no errors or alarms related to the complaint in the black box or alarm history. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.